Event description:
During a lap chole procedure, it was noticed that the metal tip of the dissecting spatula was missing. Attempts to remove it laparoscopically were unsuccessful and the procedure was converted to open surgery. Pt had extended hosp stay and recovered well.